Event description:
It was reported that during a shoulder surgery a pin of the device broke off when hammering the device in. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-02pp was received for investigation. Visual inspection identified that the central post had broken off of the trial, and was not returned for analysis. It was noted that the device was manufactured prior to the implementation of eco-13424, where a pin was added to the central peg. The cause remains undetermined, although a probable cause is attributed to damage incurred during the removal process.